Event description:
The customer reported that their olympus visera elite video system center was no producing an image. According to the initial reporter, this event occurred during pre-inspection and there was no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the video system center was not producing an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image blackout and flickering were not reproduced. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.